Manufacturer narrative:
This item was reported in error.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, during therapy on (B)(6) 2016, the patient fell and heard a pop. She had revision surgery on (B)(6) 2016 and doctor stated locking feature of the shell had failed.